Event description:
It was reported that patient had nonsustained ventricular tachycardia (nsvt) but there was no impact to the left ventricular assist device (lvad). It was unknown whether the patient had a history of the nsvt pre-lvad. The arrhythmia in this event was not thought to be device or therapy related. Amiodarone was adjusted, resolving the arrhythmia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported non-sustained ventricular tachycardia (nsvt) could not be conclusively established through this evaluation. The provided information indicated the patient had nsvt with no impact to the lvas. It was not provided whether the nsvt was prior to implant. The nsvt was not considered to be device or therapy related and resolved after the anti-arrhythmic medication was adjusted. The patient remains ongoing on lvas, serial number (B)(6). No further events have been reported at this time. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, entitled ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 6 of the IFU, entitled ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.